Event description:
A simplygo device was returned to the third-party service center with an allegation of low fio2 alarm and burnt smell. The customer's complaint was confirmed. During the evaluation it was noted that the device's printed circuit assembly is burnt, sieves clogged, and the check valve cover was cracked. The pollen filter was replaced for preventative maintenance. In conclusion, the device's printed circuit assembly will need to be replaced. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation. If any additional information is received, a follow-up report will be filed.